Manufacturer narrative:
Follow-up # 1 date of submission 02/19/2014-device evaluation: the pump has been returned and evaluated by product analysis on 0/2/03/2014 with the following findings: a review of the pump¿s history showed that the last basal delivery was on 09/21/2013 and there were multiple occlusion alarms due to high force observed. The total daily doses added up to correctly reflect the user¿s programmed basal settings. The pump powered on normally during testing and was able to be primed successfully. The force sensor was found to be in calibration. The pump was able to successfully pass a delivery accuracy test and was found to be delivering within required specifications. A 24 hour duration test was performed; no occlusions occurred during testing. The pump was cover was opened and no damage was found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging the patient experienced elevated blood glucose (bg) of 500 mg/dl with small ketones and extreme thirst. The patient was reportedly seen by the healthcare provider that day. Information regarding the treatment and resolution of the elevated bg was not provided by the reporter. The reporter stated the patient had issues with pump alarms not allowing for delivery of the insulin boluses needed. Review of the pump history by customer support (cs) revealed several records of occlusion alarms. The patient reported being able to prime the pump, but stated not being able to perform the cannula fills of 0.1 units when connected to the pump. Cs noted the patient was not following instructions for use properly and discovered the patient was not aware to skip the fill cannula step after priming the pump. The patient was instructed by cs to perform the fill cannula step only after inserting a new site/set. The patient reportedly changed the site at 4:00 pm and no further occlusion alarms occurred. Troubleshooting by cs further revealed error in the patient¿s technique as the cartridge was not being cycled prior to filling with air then insulin and not using proper technique when changing/inserting the infusion set. This complaint is being reported because the patient experienced an adverse event as a result of use error while on insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.